Event description:
It was reported that the patient stated on her exam in 2006, that she has had pain. No trauma or fall had been reported. X-rays reveal fracture of prosthesis at mid point of stem.

Manufacturer narrative:
The device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.